Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part number:03.404.020s. Synthes lot number: 30p7600. Supplier lot number: n/a. Release to warehouse date: (B)(6) 2019. Expiration date: n/a. Supplier: (B)(6). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrx. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure for poly trauma including bilateral femur fractures. During the procedure, the head of a reamer head for reamer irrigator aspirator (ria2) snapped off in the 1 canal while trying to bring the ria back out after reaming. The head was retrieved, and a small couple of pieces remained in the canal. The surgeon attempted to ream the second femur with another reamer head for reamer irrigator aspirator (ria2), but the tip snapped in the canal also, and started to back it up to clear a butterfly fragment that was impeding the insertion of the reamer. The head of the second reamer head for reamer irrigator aspirator (ria2 was also retrieved. The flexible reamers were used for back-up. The case completed successfully, and there was a fifteen (15) minute delay between the two sides. The patient's status is unknown. Concomitant devices reported: 11.5mm reamer head for ria 2 sterile (part number 03.404.019s, lot 29p3334, quantity 1). This report involves one (1) 12.0mm reamer head for ria 2 sterile. This is report 2 of 2 for pc-(B)(4).